Event description:
Patient reports receiving a burn on left calf following treatment with the anodyne home unit. Patient reports burn occurred approximately 15 minutes following start of treatment. Pt did not seek medical intervention for the burn. The unit was return for investigational purposes, and a resistor bridge was identified on one therapy pad. This malfunction could lead to a serious injury if it were to recur.